Manufacturer narrative:
E1 initial reporter street line: no. (B)(6). The analyzer's serial number is (B)(6). The samples were not available for investigation. Single false-reactive results may occur as the specificity of elecsys hiv duo is less than 100%. All initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv duo assay performs within specification.

Event description:
There was an allegation of questionable elecsys hiv duo results for 1 patient on a cobas e 801 analytical unit. It was alleged that the patient had positive elecsys hiv duo results. However, the results don't match the patient's clinical diagnosis. It was alleged that the patient had a false-positive result in (B)(6) 2026 and another false-positive result on (B)(6) 2026.